Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that there were some situations in which the blood glucose reading rose to over 500 mg/dl. He advised that he treated with manual injections as needed. He reported that his difficulty with controlling his blood glucose levels was related to the insulin being old. He also reported issues with the sensors and particularly the transmitters. He noted that the insulin pump alarmed lost signal and would not reconnect. He advised that he had been assisted with the troubleshooting process and the issue had been resolved. He declined further assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.